Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an exploratory laparotomy, the stapler jammed on the fourth firing. The stapler would not fire after the fifth reload was inserted and locked out on tissue. The customer tried to use manual override and the stapler would not open. A second like stapler and reload was used to stapler around the stuck tissue. There was a ten-minute delay in the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.

Manufacturer narrative:
Product complaint #: (B)(4). D4: batch # t5ej43 product investigation: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.